Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets during pulse delivery) was confirmed. Upon evaluation the monitor was resetting during pulse testing. The root cause for the resets was isolated to noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review PMA supplement for a design change to address this issue was submitted to FDA on 07/06/2015. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it reset during pulse delivery.